Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd pen needle had a broken needle. There was no report of patient impact. The following information was provided by the initial reporter: rear cannula end is broken.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes returned to manufacturer on: 2/17/2022 investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the rear cannula end is broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Unable to perform complaint lot history check due to an unknown lot number for broken cannula npe. Root cause is user related as the non patient end of the cannula broke during use of the product by the customer.

Event description:
It was reported that an unspecified bd pen needle had a broken needle. There was no report of patient impact. The following information was provided by the initial reporter: rear cannula end is broken.